Manufacturer narrative:
The reported event of inappropriate/inadequate shock/stimulation was not confirmed. The reported event of incorrect interpretation of signal was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal

Event description:
It was reported that the patient presented in clinic. A device interrogation showed that the patient's right ventricular (rv) lead exhibited high capture threshold and noise oversensing. It was also noted that their implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to incorrect interpretation of atrial fibrillation. The ICD and rv lead were explanted and replaced. The patient was stable throughout.